Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm, which occurred on the homechoice during dwell 3/6. The caregiver (cg) stated one of the supply bags fell over and disconnected from the supply line. The cg was advised to discard the current supplies and contact the nurse. Proper procedures per the user manual were reviewed with the caller. Product surveillance contacted the cg who stated the box that the supply bag was placed on fell. Therapy was restarted with new supplies. The sample was discarded. No patient injury or medical intervention was reported. No patient injury or medical intervention was reported. No additional information available.